Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tha surgery had been performed in 2003, the patient underwent a revision surgery on the 25-apr-2022 because the femoral head went through the broken poly insert and damaged the ref three hole shell 46mm and the stem. All the components were removed. The current health status of the patient is unknown.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured, rendering the device inoperative. The fractured component was not returned. The device shows signs of prolonged use. The lab analysis concluded that the components were examined visually. No destructive testing was performed. No material or manufacturing deviations were observed in the shell, liner, femoral head, or femoral stem. The liner shows significant deformation from wear. Black coloration is observed on the worn edge that could possibly be caused by wear debris from the femoral head contacting the metal shell over time. It is not possible to determine the cause of the wear in the line from this investigation. The shell shows ingrowth on the back, indicating it may have been fixed unplace until extraction. A swirling wear pattern is present that could possibly be caused by the femoral head after having worn through the poly liner. There are also blackened discolorations within some of the scratches that may be wear debris from the erosion of the femoral head over time. In addition, there is significant deformation of the edge of the cup in the lower left quadrant the view that may have been caused by the neck of the stem after the head wore through the liner. In the upper right quadrant of the view, there are scratches along the top surface that may have been caused by extraction. The femoral head has been significantly remodeled by wear and has worn completely through in one portion of the implant exposing the proximal tip of the femoral stem, which has in turn worn along with the remnant of the head possibly from direct contact with the metal shell. The recontoured shape of the femoral head can be seen as well as the breach in the material exposing the femoral stem to the metal surface of the shell. The scratch marks in the onxinium may have been caused by debris within the shell as the components wore or from extraction. As the material of the femoral head wore through from direct contact with the shell, the proximal tip of the femoral stem was exposed to the metal of the shell as well. The tip of the femoral stem contoured along with the remaining surface of the femoral head as the wear continued. There are scratches along the distal portion of the stem that may have been caused by extraction. The clinical/medical evaluation concluded that without the requested clinical information a thorough medical investigation cannot be rendered. Three photos of the explanted devices were provided for review however they do not indicate a root cause for the reported events. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear and needed revision to be addressed. Factors that could contribute to the reported event include traumatic injury, limited range of motion, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.